Manufacturer narrative:
Product family: scs-ipg-r; upn: m365sc11320; model: sc-1132; serial: (B)(6); batch: 17212325.

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.